Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a blood glucose level of 40 mg/dl and abdominal pain. Blood glucose at the time of the call was 100 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. It was reported that the basal rate was lowered. The insulin pump was not replaced or returned for analysis.